Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124 they allege that they have no water and the handpiece gets hot; no injury resulted.

Manufacturer narrative:
(B)(6). Hpc lot # - 06120. St/hp lot # - 202402. W4e water sol,iso valve clogged. The water solenoid is clogged, restricting water flow, damaged hpc control knob, bulged up and cracked, intermittent operations, build up debris in water hose. Check calibration. The unit will be repaired upon estimates approval. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.